Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon for closure after polypectomy during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was noted that when closing the clip, the clip did not separate but remained connected to the catheter. The physician attempted to open and close the handle but was unsuccessful. This resulted in the clip flying off the mucosa. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.